Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Performed a visual inspection on the returned sensor patch; no issues were observed. A visual inspection revealed the returned adhesive was more than 25% peeled off the patch. Therefore, this issue is confirmed to faulty layer adhesive. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc device. The adc device detached prematurely and the customer was unable to obtain readings and monitor glucose levels. It was indicated that the customer was provided unspecified treatment by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kits were reviewed, and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc device. The adc device detached prematurely and the customer was unable to obtain readings and monitor glucose levels. It was indicated that the customer was provided unspecified treatment by a third-party. There was no report of death or permanent injury associated with this event.